Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting, the contact acknowledged that she had forgotten to remove air from the cartridge prior filling the cartridge with insulin. Tandem technical support recommended that the customer complete cartridge load process per labeling instructions; customer acknowledged. The customer's blood glucose was 328 mg/dl. The customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.